Event description:
It was reported to boston scientific corporation that an obtryx transobturator sub-urethral sling was implanted during an obtryx transobturator sub-urethral sling implantation procedure performed on (B)(6) 2009, for the treatment of stress urinary incontinence associated with urethral hypomobility. As reported by the patient's attorney, the patient had experienced an unspecified injury. During the procedure, the obtryx halo needles were used and were passed from lateral incision to the vaginal incision and the sling material was grafted on the hook and pulled out through the lateral incisions and then tightened over hagar dilator. Once the hagar was removed, it seemed that the sling was a little a bit low closer to the bladder neck than the mid-urethra. The physician then used a 2-0 vicryl suture to sew this and tack it in the area of the mid-urethra. The wound was thoroughly irrigated out with the antibiotic irrigation and then closed with a 2-0 vicryl suture. Moreover, there was no scathing of the vaginal epithelium and this was checked. There was enough looseness on the sling to insert a mosquito clamp under the sling itself. The patient tolerated this procedure very well and she was taken from the operating room in stable condition.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2009, the date the sling was implanted, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.